Manufacturer narrative:
Medex recognized that this report of additional info is not being sumbitted within the required timeframe as outlined in the regulation. This info was overlooked for filing in error. Medex continues to be committed to regulatory compliance and will take steps to ensure that this does not recur. One sample was returned for evaluation. The plug on the sample was found unseated. The lot history review was not available as the lot number was unk. Medex is aware of this issue from previous info received. Engineering is continuing to work with medex medical to resolve this issue. Medex medical is currently evaluating another supplier for the t-handled stopcocks. No additional action is necessary at this time. Medex considers this MDR closed with this report.

Event description:
The reporter stated that the stopcock plug fell out of the stopcock body. Issue was reported to medex medical, lancashier, england.